Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 11:00pm, the patient was at camp and began vomiting. He then drove 45 minutes to get home. It was not reported what the patient¿s cgm was displaying at this time. The patient was wearing an omnipod insulin pump. The patient stated that his condition worsened once he got home. He continued vomiting at least 17 times and had diarrhea. The patient stated if he attempted to drink something, he would immediately vomit it back up. Around 8:00am on (B)(6) 2025, the patient reported his cgm was reading 82 mg/dl. No bg meter comparison value was taken at this time. The patient called emergency medical services and when they arrived, the patient¿s cgm was reading 82 mg/dl while his bg meter reading was 470 mg/dl. The patient was transported to the emergency room. At the ER, the patient¿s cgm was removed, and his bg meter reading was around 472 mg/dl. The patient was treated with 3 liters of IV fluids (for rehydration) and 10 units of fast acting insulin. Hours later, the patient¿s bg meter reading decreased to 237 mg/dl while his cgm was reading 247 mg/dl. The patient was in the ER for approximately 10 hours before being discharged. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.